Event description:
On 13-nov-2019: follow up information was submitted because result of complaint investigation of the returned used device (1 set) showed that the tubing was detached from the tubing connector. Based on the result: method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing was pulling away from the quick release and had this issue with the last two infusion sets. The patient had high blood glucose level which the patient already treated. The site location was at the right side of patient's abdomen and the pump was located on the left side, almost at patient's back. The infusion set had been in use for two days. Reportedly, the infusions were stored in a closet inside a box. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing was pulling away from the quick release and had this issue with the last two infusion sets. The patient had high blood glucose level which the patient already treated. The site location was at the right side of patient's abdomen and the pump was located on the left side, almost at patient's back. The infusion set had been in use for two days. Reportedly, the infusions were stored in a closet inside a box. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.